Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 5.2 a1 was failed and did not recover. The field service engineer (fse) assisted the customer in recovering the pocket. The customer tested the station and confirmed satisfactory operation. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.2 pocket a1 would not open. The customer reported that the issue occurred when dispensing medications to the patient, however, there was no report of delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.2 pocket a1 would not open. The customer reported that the issue occurred when dispensing medications to the patient, however, there was no report of delay to patient care. There were no adverse events or injuries reported based on this event.